Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that during use with bd insyte¿ auto-guard¿ bc pro safety IV catheter fluid and blood leaked through a hole in catheter. New device was required, no additional impact to patient. The following information was provided by the initial reporter: the intravenous catheter inserted in 11-year-old patient was noted to be leaking fluid and blood through a hole where the cannula met the intravenous hub. The line was removed and a new intravenous inserted.

Event description:
It was reported that during use with bd insyte¿ auto-guard¿ bc pro safety IV catheter fluid and blood leaked through a hole in catheter. New device was required, no additional impact to patient. The following information was provided by the initial reporter: the intravenous catheter inserted in 11-year-old patient was noted to be leaking fluid and blood through a hole where the cannula met the intravenous hub. The line was removed and a new intravenous inserted.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, 01-jan-2012 was used based on age of patient. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.